Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The evaluation confirmed that the patient circuit board had failed. Based on the results of the legal manufacturer's investigation, the cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) medical center. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during preparation for use for a therapeutic procedure, the device did not start and the olympus logo was not displayed. The front panel, particularly the display button, was unresponsive even after several attempts. The set up for the intended procedure was completed with another device and the procedure was performed. There was no impact or harm to the patient.